Event description:
Customer reported an issue with the a5 anesthesia delivery sys, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys and found a loose o2 sensor cable housing. Corrections included o2 sensor housing readjustment.